Event description:
It was reported that the coil delivery broke at its proximal end. There were no clinical consequences to the patient.

Manufacturer narrative:
According to additional information received, it was confirmed that the coil's proximal contact was separated and not the coil delivery wire. The proximal contact is a component of the device located at the proximal end of the pusher wire and remains outside the patient at all times during the procedure; there is no contact with the patient. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was reported that the coil delivery broke at its proximal end. There were no clinical consequences to the patient.